Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. Patient was under 2 years old. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed volrtage test and passed. Pairing test with nordic bluetooth device: passed. Transmitter final function tester: pass. Perform share log review and no issues were found. The complaint is not confirmed because the transmitter passed all testing.the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.